Event description:
It was reported that the customer's fill estimate were inaccurate with multiple cartridges. The customer had been filling cartridges prior to initiating the load sequence according to training for a different procedure. During a follow up with tandem technical support the next day, the customer asked to be assisted through proper load procedure and was able to obtain an accurate fill estimate. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.